Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during an unspecified procedure, the micropuncture transitionless stiffened cannula access set catheter broke in half. The physician was able to retrieve both pieces of the catheter after awhile of manipulation. A vascular surgeon was called in to see the patient. After holding pressure to the groin, the physician was able to continue with the procedure. The patient remained overnight for observation due to this occurrence. Additional information regarding event details and patient outcome has been requested, but is not available at this time.

Manufacturer narrative:
Investigation ¿ evaluation a review of the complaint history, device history record, documentation, drawing, manufacturing instructions, quality control, specifications, and a photographic inspection of the device were conducted during the investigation. The inspection of the returned photograph confirmed that the device broke into two pieces. The complaint device itself was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Investigation ¿ evaluation a review of the complaint history, device history record, documentation, drawing, manufacturing instructions, quality control, specifications, and a photographic inspection of the device were conducted during the investigation. The inspection of the returned photograph confirmed that the device broke into two pieces. The complaint device itself was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.